Event description:
Upon entering the left knee, very black darkened charcoal grey synovitis was encountered. It appeared to be metallosis throughout the joint. In '99: left total knee arthroplasty with biomet components: size 75 tibial tray, size 34 mm patella, 14mm insert.